Event description:
Patient undergoing a laparoscopic roux-en-y gastric bypass surgery. The harmonic scalpel quit working in the middle of the surgery. The harmonic scalpel cord was tested and found to be working without any problem. The harmonic scalpel was replaced with another harmonic scalpel, and the surgery was completed without further incident.